Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 1257 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The self test passed. The customer's nurse stated that there is a history of the customer being hospitalized for high blood glucose. The customer's nurse stated that the events may have been caused by an issue with the insulin pump or the customer being non-complaint in treating his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.